Event description:
It was reported that an episode in device memory showed oversensing on the ventricular lead. A lead anomaly was suspected. The physician will be monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.